Event description:
It was reported that a 980 ventilator generated a loss of communication error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found diagnostic codes in the ventilators memory logs. The se replaced the universal serial bus (usb) data key. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
A universal serial bus (usb) was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. An investigation was performed and the identified root cause of the reported issue was isolated to failed usb drive. If information is provided in the future, a supplemental report will be issued.